Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up examination revealed aneurysm enlargement (amount unknown) with a possible distal type I endoleak from the contralateral leg component (plc231200j/ 13121750) on the right side. On (B)(6) 2018, a re-intervention procedure was performed whereby the right internal iliac artery was coil embolized and an additional stent graft was placed for distal extension into the right external iliac artery to treat the suspected distal type I endoleak. Procedural angiography revealed no evidence of endoleak, and the patient tolerated the procedure.